Event description:
The customer reported that the 9900 system would not respond and had the touch screen not work at boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fluoro function board was reseated, the touch screen monitor was calibrated, the cine drive was formatted, and the software was installed during the service call. The system was tested and found to be working as intended and put back into service.